Event description:
Customer reported that the buttons on the insulin pump were frozen and the customer was receiving a button error alarm. Customer stated that the numbers on the insulin pump were going crazy and would not stop. Customer replaced the batteries and received a button error alarm. Customer's blood glucose reading at the time of the call was 82 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted during testing. The device had cracked case at display window corner, minor scratches and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.